Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the t1 was not returned. It has been cut from the suture. The t2 and suture were returned off the needle, the variable depth straw has been trimmed. A functional evaluation was not performed due to the implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix t2 implant failed to secure. T1 was successfully removed from meniscus by tweezers. The procedure was finished with a smith and nephew back up device. No delay or further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).